Event description:
It was reported that the bd syringe¿ luer slip with needle experienced leakage past the stopper. The following information was provided by the initial reporter: the air tightness is poor when drawing the liquid, the liquid is leaked to the back end of the piston, and the remaining part of the original liquid is returned to the bottle and the syringe is replaced.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. As no photo or sample were received, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.